Manufacturer narrative:
Submit date: 18-apr-2019. Based off additional information received from the initial reporter on 11-apr-2019, patient was updated from insufficient information to no patient involvement.

Manufacturer narrative:
Additional information has been requested from the in initial reporter but at this time has not yet been received. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports item has excessive lint.